Manufacturer narrative:
(B)(4). A supplemental MDR will be filed when plant investigation is complete. Medical records have been requested.

Event description:
A peritoneal dialysis (pd) patient reported she was hospitalized for peritonitis in (B)(6) 2015. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) indicated the patient's peritonitis was attributed to touch contamination. The patient was discharged from the hospital (date not specified) and resumed her outpatient pd therapy.

Manufacturer narrative:
The complaint device is unavailable for investigation as the serial number is unknown. Also, an investigation of the device manufacturing records was conducted by the manufacturer. All device history records (DHR) are reviewed and released according to ¿DHR review checklist & release procedure¿, p/n 500658; a device is not released if it does not meet requirements or is nonconforming.